Event description:
Additional information was received for this event. The 30 day CT showed no endoleak.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 28.9 mm diameter abdominal aortic aneurysm. The aortic neck is 16.7 mm proximally and 17.2 mm distally. It was reported that on the final angiogram there was a possible proximal type 1a endoleak. The physician ballooned again however, the endoleak still persisted. The patient was being treated for small aneurysm and mostly occlusive disease so the physician decided to wait for 30 day follow up for any other treatments if necessary no clinical sequelae were reported and the patient is fine.